Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the parts to be explanted, the liner appears to be worn/fractured. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were reviewed by a health care professional and identified the following: (1) right total hip arthroplasty with possible fracture of the polyethylene liner acetabular cup. (2) absence of bone along the proximal femoral diaphysis lateral is age indeterminate but osteolysis in this region cannot be excluded. A definitive root cause cannot be determined. Event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 20 years post implantation due to osteolysis. Attempts have been made and no further information is available.